Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was connected to a device from another manufacturer and showed out of range impedances. It was also found that there was some insulation damage on the rv lead. As a result, the lead was abandoned surgically and replaced. No additional adverse patient effects were reported.